Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 28 days after the dental implant was installed in intraoral region 31#, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type ii).